Event description:
An implanted rod broke post-operative. Patient was implanted with pedicle screws, rods, spacers and caps. Patient also had a head and bone stimulator. X-rays taken of the lumbar spine revealed a rod had broken. Removal date is unk.

Manufacturer narrative:
Synthes is unable to determine the manufacturer site or the manufacturer date without a lot number. No investigation could be made, no conclusion could be drawn as no device was returned.